Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, while on vacation she began to feel dizzy and ¿low¿. The cgm was reading 100 mg/dl and the patient just thought she was tired. At an unspecified time later, the patient lost consciousness. The patient¿s mother treated the patient with glucose tablets and juice. After treatment, a bg meter reading was done and was reading 40 mg/dl while the cgm was reading 105 mg/dl. It was not specified when the patient regained consciousness during this event. Emergency medical services were not called and the patient did not seek any assistance from a higher level of care. The patient was ¿feeling okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.